Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one crosser catheter was returned for evaluation. The returned catheter was noted to be bent along the distal portion of the device; however shipping could have contributed to this condition. The outer catheter and inner guidewire lumen were found to be separated from the distal tip of the device. Saline was flushed through the device; no leaks were observed along the length of the device except at the separated material. An in-house guidewire was inserted and retracted through the returned device without issue. Therefore, based on the returned sample condition, the investigation was confirmed for the separated material. The investigation was unconfirmed for the alleged leak and guidewire incompatibility issues. The root cause could not be determined based upon available information. It was unknown if patient and/or procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate.

Event description:
It was reported that during treatment of a tibial chronic total occlusion, the guidewire seemed tight and the recanalization catheter allegedly was difficult to advance. It was further reported that upon removal of the recanalization catheter, the catheter was allegedly sticking on to the wire and saline was leaking from the side wall of the catheter approximately 15 cm from the distal tip. There was no reported patient injury.